Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found, the full lead analyzed.

Event description:
It was reported that during implant, the lead had high impedance of 1700ohms. The lead was not implanted and a new lead was used with the same high impedance problem. The patient had a myocardial infarction which the physician noted is the cause for the high impedance reasons. The serial number for the second lead was not able to be obtained. No patient complications have been reported as a result of this event. The second lead serial number was obtained. The second lead remains in use. No patient complications were reported as a result of this event.